Event description:
The blood glucose test strip vial label is smeared and cannot read the catalog number on it. It was reported it looks like some sort of tape was on the vial and then removed. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.